Event description:
Information was received from a healthcare and a patient regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Caller said that since (B)(6) 2021 patient has experienced a return of symptoms and caller has adjusted setting as high that is comfortable on current program. On (B)(6) 2021 the patient had a revision for another device and after the revision the patient had a return of symptoms. Caller said say that about 3 weeks ago, he did increase the setting once a little too high and patient told him that is it causing her pain so caller decreased the setting which resolved the sharp pain. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. It was reported that the caller is looking to meet with the patient at her rehab facility as patient is "still urinating all over herself" regardless of how she adjusts therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.